Manufacturer narrative:
It was reported that the compressor generated alarms for low pressure. Our field service engineer could not reproduce the event. The compressor was run for one hour and a half without any issues. The compressor passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use. No part was replaced and no further issues have been reported. If the compressor is unable to supply the ventilator with sufficient air pressure, alarms from both the connected ventilator and the compressor will be generated to alert the operator. The conclusion in this matter is that the reported issue with a compressor low pressure alarm could not be reproduced during investigation by our field service engineer.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor generated alarms for low pressure. There was no patient involvement. Manufacturer's ref #: (B)(4).